Event description:
The customer called in for a review since he had not used his meter for some time. The strips were not expired and the meter was coded correctly. Customer service reviewed site preparation and good techniques. A blood test result was 9.3mmol/l. The customer was not aware that the meter was set to mmol/l. Customer service helped the customer reset the date/time and units to mg/dl. Customer service was sending the customer a new meter.